Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was ¿high¿ on cgm. The customer addressed the elevated bg by resetting the pump and resuming normal operation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.